Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient¿s weight. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient¿s weight. Further information was requested but not received.

Event description:
Additional information indicates that surgical intervention was undertaken on (B)(6) 2024 wherein both leads were explanted and replaced to address the issue. The investigation was unable to determine the lead that associated with the issue.

Event description:
It was reported patient is unable to enter MRI mode, patients lead has high impedances. As a result, surgical intervention may be undertaken to address the issue. It is unknown which lead has the high impedances.

Manufacturer narrative:
Date of event is estimated. Further information has been requested but not yet received. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: t00005514.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.